Event description:
After donation in 2001 donor reportedly left center in good condition. Documentation per report from baxter bioscience revealed: donor was an underdraw (didn't collect target volume of plasma) and had a blood loss of 63mls which did not constitute deferral. Donor contacted center in 2001 to report blood in their urine. Donor denied any pain, nausea, flushing, chills or discomfort of any kind at that time. Nurse advised donor to immediately visit their physician and instructed pt to begin drinking increased amounts of water. Nurse followed up with the phlebotomist regarding this donation. Phlebotomist denied that there were any hemolyzed rbc's returned to the donor and stated donor was an underdraw. Also, phlebotomist noted they had stopped the procedure after seeing pink plasma in the plasma collect tubing as well as noticing kinks in the blood line that would not clear up. Phlebotomist stopped the procedure without returning the approximate 63 mls of blood from the reservoir of the kit. The donor contacted the center again in 8/2001 and revealed to the nurse that later in 2001 their urine allegedly became 'blood red' and that pt felt 'sick'. Also, the donor indicated that they went to the ER for treatment. The donor stated the ER doctor told pt to push fluids and eat well and sent pt home after completing a few lab tests. The donor claimed in this phone contact that felt sick, in 2001 and alleges pt noticed themselves to be slightly jaundiced. Donor mentioned that they were better by the following day. The donor provided a copy of pt's lab results and the ER doctor's evaluation notes to the center. Review of these notes by biolife medical affairs noted the ER doctor documented. "Urinalysis shows clear clarity" and the ER doctor wrote in the analysis section of form: hematuria. Lab results did not support hemolysis: